Manufacturer narrative:
The reporter informed the company that the product had been discarded.

Event description:
Consumer called stating bottom of brush head keeps falling off or gets loose. No injury was reported.